Event description:
The rptr indicated that the sensing was out of range. In addition, the led was not functional. The event date is estimated. A pt was not involved in this event.

Manufacturer narrative:
Summary of evaluation: failure of the unit power up was due to depleted batteries. Once the batteries were replaced the unit functioned properly with no discrepancies. Visual inspection revealed that the pt cable clip was misaligned.